Event description:
It was reported to sales that an edwards aortic bioprosthetic valve is reported as failing after an implant duration of approximately ten (10) years. Multiple attempts with the healthcare provider to retrieve records were unsuccessful due to patient privacy policy. The provided information does not indicate that an intervention has yet been performed or planned.

Manufacturer narrative:
The subject device has not yet been explanted and no information to suggest reoperation is scheduled has been received. Without the return of the device and/or additional information, the reported "failure" cannot be confirmed or evaluated. Edwards will continue to follow up with the health care provider for additional information and return of device if/when explanted. Additional information will be reported if provided.